Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the hospital staff noted that the box was marked as a nc ranger 15/2.5 and the inside pouch was marked as a nc ranger 3.0. A dissection occurred and was repaired with a stent. The patient status is listed as "okay".